Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for analysis. Visual and dimensional inspections and scanning electron microscopy (sem) analysis were performed on the returned device. The separation was confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the patient effect; however, the difficulties removing the device, separation, and treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the obtuse marginal coronary artery. The hi-torque (ht) pilot guide wire was advanced in the patient anatomy and balloon angioplasty was performed with an unspecified balloon dilatation catheter (bdc). The bdc was removed, however when attempting to remove the guide wire, resistance was felt and the guide wire could not be removed and the guide wire separated during the attempt to remove it from the patient. Approximately 10 mm of the guide wire remains in the proximal obtuse marginal artery. It is unknown what caused the resistance. Hospitalization was prolonged because the patient had a raised troponin after the procedure. The patient was on glyceryl trinitrate and heparin infusion for a few days. The patient is in stable condition and was discharged. No additional information was provided.